Event description:
Boston scientific received info from this pt that two to three weeks post implant of this product the pt developed a staph infection. A procedure took place and the system was removed. The pt reported that they were on antibiotics for two weeks prior to receiving their current device. The pt was also diabetic and reported having problems with infections. There were no add'l adverse effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.